Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The gfi was tripped. The gfi was reset and the issue was resolved. It was noted that the outer left generator cover thumbscrews were not tightened. It was also discovered that the isolated stand alone board door cover was open and allowing door to swing open and closed inside of generator. Closed and tightened door and replaced cover correctly. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site powered on in the morning and the generator was constantly beeping. The system was also stuck in initializing please wait.